Event description:
This pi is for the patient's left knee. As reported: patient had bilateral manipulation under anesthesia. Only left knee implants were provided. No further information was provided to the clinical team.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium bplate triathlon s5; cat # 5536b500; lot # unknown. Triathlon p/a cr beaded #5l; cat # 5517f501; lot # unknown. Tritanium patella-asymmetric; cat # 5552-l-299; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.